Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. As received, a partial lead (only the distal portion) was returned in one piece for analysis. X-ray inspection found both right ventricular cables were separated underneath the right ventricular shock coil. Destructive analysis found an internal insulation abrasion which breached the right ventricular cable lumen, inner coil lumen and polytetrafluoroethylene (ptfe) liner with both abraded and separated the right ventricular cables underneath the right ventricular shock coil. The cause of the reported event was due to the abraded and separated right ventricular cables.

Event description:
Related manufacturer reference number: 2017865-2023-11540. During a remote follow-up, an increase in the defibrillation impedance was observed. It is unknown if this was due to the device or the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device and the right ventricular (rv) lead were explanted and replaced to resolve the event.